Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general change out procedure, when the physician attempted to remove this right ventricular (rv) lead from the header of the device, the terminal pin separated. As a result, the insulation of the rv lead was damaged. The physician cut the rv lead and abandoned the distal portion in the patient. The terminal pin was never removed from the header of the device and it was disposed of at the hospital. The rv lead is no longer in service and there were no adverse patient effects reported.